Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, no power, check settings, and motor position encoder error. Customer's blood glucose level was 240 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor position encoder error alarm, check setting alarm, off no power alarm due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump was received with minor scratched display window, cracked display window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.